Event description:
Procedure type: gynecology. According to the reporter: the client reports that the balloon burst during utilization. There was no report of pieces falling into the cavity or impacting the patient. There was no report or operating time or incision extended as a result. A new instrument was used to complete the procedure. No patient injury was reported. No additional information available.

Manufacturer narrative:
Date initial report sent: 03/10/2009.